Event description:
Patient was fishing, stepped over a fishing rod, and when he stepped down he had a pain in his groin. The pain progressed over several hours; the patient went to the emergency department (ed) and was diagnosed with a ceramic hip fracture. Left hip revision was completed.